Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with his/her insulin pump's keypad. The buttons were not responding. The customer's blood glucose level was not reported. He/she disconnected from the insulin pump and reverted to a back up plan. The product will return. Nothing further to report.